Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model d97120f5 catheter with a non-edwards introducer. The body tube under the balloon latex was completely broken. The tube broke at the proximal electrode lead wire port. The edges at the break locations appeared to match. There was a complete bond separation between the proximal electrode and the body tube, and adhesive could be seen on the body tube. Both the distal electrode and the proximal electrode leadwires were broken. The catheter body was damaged at 41cm proximal from the distal tip. The returned non-edwards introducer had a kink at the proximal end of the sheath body, and appeared pinched at 9cm from the sheath tip. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "the tip of a swan-ganz bipolar pacing catheter broke off" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this instance, the catheter tip broke off in the patient. It could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use in an ep pacer case on a (B)(6) year-old male tavr patient, the tip of a swan-ganz bipolar pacing catheter broke off when the clinician was pulling back on the guidewire under fluoroscopy. The tip was recovered in the fast cath sheath with no injury to the patient. The patient is reported to be doing fine.